Event description:
It was reported that bd intima-ii y 20gax1.16in prn/ec slm end cap loose on august 12 the nurse was preparing to inject a patient with medication and noticed that the cap on one end of the indwelling needle had come off (as shown by the red circle in the uploaded image), and the nurse had replaced the cap with another item (shown by the yellow circle in the image).

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information provided.

Manufacturer narrative:
1. The customer returned 1 photo, but did not return the defective sample. The photos show that the prn has fallen off, and the adapter of the prn seems to be abnormal, but it cannot be identified clearly. The batch code of the defective sample is 4016760. 2. DHR/bhr review lot#4016760. 1-the products of this batch were assembled at intima ii auto line 4 (B)(6) 2024, and packaged at r240 package line and cfs package line in (B)(6) 2024. Work order quantity was 99,000 ea. 2-review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 4-the prn batches used in this batch of products are 3353555 and 4022785, review the raw material inspection records, no abnormalities. 3. The retained sample of this batch is taken for 45psi leakage test and prn removal torque test. The test results show that there is no leakage at the prn, the prn removal torque is within the product specifications, and the adapter of the prn is not abnormal. Please see attachment for the test reports. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. The returned photos show that the prn has fallen off, and the adapter of the prn seems to be abnormal. As no defective sample is received for further examination and the use of the sample is unknown, the root cause cannot be confirmed.